Event description:
Customer stated that the bravo capsule did not attach to the patient. The capsule was still attached to the delivery system when the device was removed.

Manufacturer narrative:
No patient injury has occurred following this incident.